Event description:
Description from the customer report: during priming customer noticed that the luer lock on the top of arterial side was leaking. Customer tried to stop leak putting a stopcock on luer lock. Leak went on. Oxygenator was exchanged. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints showing a similar malfunction. This failure has been previously investigated. Thereby fractures and material deformation at the luer lock on top of the arterial side have been identified. The review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. (B)(4).